Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number 0001825034-2021-02026. This report should be voided and a corrected report will be filed under MFR number 0001822565-2022-01645.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02025, 0001825034-2021-02027. Medical products: item#: unknown, ext-comprehensive-glenosphere-unk; lot#: unknown; item#: unknown, ext-humeral stem - unk; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately eighteen (18) years ago for unknown reason. Subsequently, the patient was revised approximately two (2) years ago. The patient underwent a second revision approximately three (3) months after first revision due to prosthesis subluxation and tuberosity fracture of their humeral head.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02025-1, 0001825034-2021-02027-1. Investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.